Event description:
It was report that x-ray performed on (B)(6) 2015 showed that the screws were in the bone solidly but the plate had fractured the devices were removed the same day. Plates and screws were sent to pathology and no infection was noted. The plate will be returned for evaluation. The patient was revised with a competitors devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Explant date: not explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the date of manufacture: 07/16/2010, expiration date: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6431639 of matrixmandible mini pl-tension band was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: part 04.503.752 was returned. The plate is broken through one of the screw holes nearest to the central bridge of the plate. The plate has been slightly contoured and, apart from the break, shows no signs of additional damage. The screws that were returned belong to the matrixmandible system and are appropriate for use with this plate. The screws are, likewise, in relatively good condition and did not contribute the complaint condition. The plate was used in a bilateral sagittal split operation. It is reported that the patient had a screw back out and in infection on the side opposite the returned part. The presence of an infection could lead to delayed healing. The infection or subsequent reoperation could lead excessive load applied to the broken plate as compensation for pain on the infected side. It is most likely that these associated complications are what caused the plate to break. The drawing for the tension band plate was reviewed and determined to be suitable for its intended design and application. The complaint is confirmed because the returned plate is broken. The breakage likely occurred due to complications experienced by patient and was not due to a design issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.